Event description:
It was reported that telemetry between the device and the programmer "never completed", nor did the magnet test elicit any pacing spikes or capture from the device. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.